Manufacturer narrative:
Batch review performed on 14 february 2018: (B)(4).

Event description:
Revision surgery due to signs of infection 1 year and 9 months after primary. The pathogen is unknown. The surgeon swapped the liner.